Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 9/3/2024.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease deformation particles wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a. Clarification to d6a: this is a partial date.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, h6.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported textured silicone devices and capsular contracture of an unknown side. Healthcare professional later reported right side baker grade IV. Device has been explanted.